Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose of 400 mg/dl. The customer having issues with alarms and request with auto mode and sensor settings. The customer has issues getting into auto mode also that the sensor will continue to alert alarm and request info only way to avoid issues is to if comfortable to turn the auto mode off until stable customer. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.